Event description:
Amniocentesis procedures were performed on 6 to 8 patients based on the results for a new formulation of unconjugated estriol (ue3) on an immulite 2000 analyzer. There were no reports of adverse health consequences due to the estriol results.

Manufacturer narrative:
A siemens healthcare diagnostics technical solutions specialist analyzed the instrument data and determined that the cause of the adverse event was user error. The physician did not adapt the new medians for the re-formulated assay for use in their risk analysis software. As a result the physician used the wrong results to treat his patients that led him to perform amniocentesis. The laboratory is now using the correct medians for the re-formulated assay in their risk analysis software. No further evaluation of the device is required.